Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A patient¿s wife reported that the pump alarmed, and the screen displayed air in line message. The operator of the device was health care professional and event occurred in patient home. There was patient involvement and no patient harm.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Correction: this supplemental was generated to capture the ongoing recall information: h7. If remedial action initiated: recall. H9. Correction/removal report no: z-2419-2024, z-2421-2024.